Manufacturer narrative:
The investigation determined that lower than expected tsh results were obtained from non-vitros biorad lyphochek immunoassay plus control lot 40410 quality control fluids and from two different patient samples when using vitros immunodiagnostics products tsh reagent lot 6870 in combination with a vitros 5600 integrated system. A definitive assignable cause for the discordant lower than expected vitros tsh results could not be determined. However, the most likely cause of the lower than expected biorad qc fluid and patient sample results was the installation of a biased user calibration by an ortho ls whilst troubleshooting an issue for the customer. Based on historical quality control performance, a vitros tsh performance issue cannot be completely ruled out as a contributor to the event as the level 1 qc fluid was low outside 2sd of the biorad pi mean before and after the event. Additionally, unexpected instrument performance is not a likely contributor to the events, although, it cannot be entirely ruled out as a contributing factor as precision testing to assess instrument performance was not performed by the customer when requested. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tsh reagent lot 6870.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower than expected tsh results were obtained from non-vitros biorad lyphochek immunoassay plus control lot 40410 quality control fluids and from two different patient samples when using vitros immunodiagnostics products tsh reagent lot 6870 in combination with a vitros 5600 integrated system. Biorad level 1 control lot 40410: 0.1403 miu/l versus expected result of 0.314 miu/l biorad level 2 control lot 40410: 2.3781 miu/l versus expected result of 4.68 miu/l biorad level 3 control lot 40410: 16.3262 miu/l versus expected result of 32.6 miu/l patient 1 result of 2.507 miu/l versus the expected result of 4.164 miu/l patient 2 result of 1.146 miu/l versus the expected result of 1.974 miu/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The lower than expected vitros tsh results were obtained when troubleshooting an issue for the customer when the vitros 5600 integrated system was under the control of an ortho ls. No patient sample or qc fluid results were reported out of the laboratory and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 601548.